Manufacturer narrative:
The device referenced in this report has been received by olympus for evaluation, however the evaluation has not yet been concluded. The definitive cause of the user's experience cannot be determined at this time, the investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238-2021-00447.

Event description:
The customer reports after a radiofrequency ablation (rfa) of the soft palate using a celon pro sleep plus hand piece, necrosis was found bilaterally on the superior and inferior aspects of the soft palate. The patient experienced pain from the necrosis. There is no obvious velopharyngeal insufficiency (vpi) or nasal regurgitation as of yet. The necrosis was treated with antibiotics and peridex (antiseptic oral rinse). The patient's current condition is described as "improving".

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h4, h6, and h10. Physical evaluation of new returned devices from the same lot as the suspect device: olympus received one opened box model celonprosleep lot# 1000067470, containing 3 brand new bipolar electrodes. Each item has a handwritten on its packaging, but still in sealed condition. There is no damage on the packaging and all physical devices appeared to be intact, in good condition. One out of three devices was inspected by olympus and found to have no abnormalities in the appearance. The device was then checked with our test generator esg-400 with selected mode bipolar rf coag without rcap, and power setting was set from 10 to 13 w . Observed that the electrode tip would go smoothly into the depth of tissue sample and generated energy output when the footswitch was activated. Also, the acoustic signal could be heard when testing completed. Observed no burnt or charred marks on the electrode tip after testing. Based on evaluation findings, the new electrode is functioning properly. Analysis: the user reported postoperative necrosis that had to be treated with medication. Please note that the probes have been examined and show no malfunction. Additionally, it was reported that the generator did not show any malfunction. It should be mentioned that the probes comply with the product standard. Cause: according to our investigators, the cause of the reported issue is most likely due to improper handling. Additional information: the formation of necrosis is solely related to the setting of the generator adjusted by the user and the positioning of the applicator. For example, a low power setting of the generator leads to a larger coagulation volume and a longer application time. Risk analysis: the risk to patients, users, and/or third parties associated with the reported issue was evaluated as acceptable. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use (IFU(, a suitable replacement device must be provided during an application. Device history review (DHR) review: a manufacturing and quality control review was performed for device wb990311 with lot number 1000067470. There is no non-conformity associated with this device with respect to the described issue. The DHR review showed that the device was manufactured according to valid instructions and met all specifications.